Manufacturer narrative:
The versacare® bed system is intended to provide a patient support suited to be used in healthcare environments. The versacare® bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The intended user of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in apr 12, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. Baxter technical support provided the account the part number of the head actuator that needs to be replaced to resolve the issue. The account will repair the bed themselves. Based on this information, no further action is required

Event description:
On 09-feb-2026, a other health care professional contacted technical service to report that recond versacare config (product code pr3200jj000017, serial number (B)(6)), bed is going into trendelenburg position unintentionally. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.